Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during large bowel resection, air was injected into the product but it did not inflate. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photograph depicts the dissector balloon on a piece of surgical cloth, there are signs of use and the corner of the image to the right is folded over. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, insufflation bulb and inflation syringe and trocar balloon were received. The circular seal for the trocar balloons appeared intact. The obturator, lock collars and seals appeared intact. No foreign material was noted. Pmv performed functional testing; the trocar balloon and dissector balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.